Manufacturer narrative:
Complaint conclusion: as reported, a 3mm x 4cm x 155 saberx percutaneous transluminal angioplasty (pta) dilatation catheter ruptured at eight atm during its initial inflation, after being delivered to the lesion. This device was replaced with another saber device. There were no reports of patient injury. There was no difficulty removing the protective balloon cover or removing any of these sterile packaging components. A contralateral approach was used. Both the target site and access site had little calcification, tortuosity, acute angulation, and bifurcation. The target site was 90% stenosed. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to be removed easily from the patient. The product was removed intact and in one piece from the patient. There were no anomalies while inflating the device with positive pressure. There were no anomalies to the device that prevented it from inflating at all. There were no damages found to the device and device packaging prior to its use. The product was not returned for analysis, as it was discarded in the hospital. A product history record (phr) review of lot 82261992 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of little calcification with and tortuosity with stenosis were likely contributing factors to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the stenosed/calcified lesion or upon inflation. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 3mm x 4cm x 155 saberx percutaneous transluminal angioplasty (pta) dilatation catheter ruptured at 8 atm during its initial inflation, after being delivered to the lesion. This device was replaced with another saber device. There were no reports of patient injury. There was no difficulty removing the protective balloon cover. There was no difficulty removing any of these sterile packaging components. A contralateral approach was used. Both the target site and access site had little calcification, tortuosity, acute angulation, and bifurcation. The target site was 90% stenosed. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to be removed easily from the patient. The product was removed intact and in one piece from the patient. There were no anomalies while inflating the device with positive pressure. There were no anomalies to the device that prevented it from inflating at all. There were no damages found to the device and device packaging prior to its use. The device will not be returned for evaluation, as it was discarded in the hospital.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.